Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the screw broken from the threads. The broken fragment was not returned for evaluation. The reported allegation can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing a dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device part: 400.834.04s, lot: 8734p19. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06-dec-2023. Manufacturing site:jabil bettlach. Expiry date:01-nov-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024, that during the surgery for a cranioplasty, when inserting the screw, the screw broke but all the pieces were removed from the patient. Another one was changed for the surgery and the same problem happened again. Another device was used to complete the surgery. The surgery was completed successfully with no surgical delay. The patient was in stable condition now no additional information could be provided. This report involves one (1) cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 2 for (B)(4).